Manufacturer narrative:
One of the administration sets involved in the event was returned to mmdg for evaluation. The set was subjected to a visual and mechanical evaluation. Upon closing and re-opening the bag's cap, shearing off of some of the plastic of the cap was observed. It was also observed that some of the sheared-off particles entered the interior of the bag. The original report that mmdg filed indicated that a scar had been issued to the supplier for this event. A scar had not been issued to the supplier because the mold for the product was found to be the problem and the mold is owned by mmdg. Additionally, hra 52130 was opened to address the health risk, and based on the hra and the included pediatrician opinion, the risk was found to be conditionally acceptable, and therefore did not require an MDR report.

Event description:
The initial reporter, the patient's mother, stated that she had found a hard, orange particles inside the bag upon re-opening the bag's cap. There is no indication that any of the particles were delivered to the patient. During a number of follow-up conversations, mmdg clinical was told that the particles were apparently observed across multiple lots, but mmdg has only been provided the lot number contained in this report. (B)(4).

Manufacturer narrative:
One of the administration sets involved in the event was returned to mmdg for evaluation. The set was subjected to a visual and mechanical evaluation. Upon closing and re-opening the bag's cap, shearing off of some of the plastic of the cap was observed. It was also observed that some of the sheared-off particles entered the interior of the bag. Mmdg has opened a scar with the supplier of the caps used in the involved administration sets, which is still in process. Mmdg also feels it important to note that our clinical staff have indicated that the sheared-off particles are not likely to cause serious injury to a patient. Not only are they very small, but they are manufactured of a "soft" plastic material that has been validated as biocompatible with humans. Should the particles ever actually reach a patient, they can be expected to simply pass through the patent's gastrointestinal system without issue. The same should hold true with pediatric patients like the one involved with this reported event, but enough uncertainty exists about younger patients that mmdg has deemed this event worth reporting to the FDA.

Event description:
The initial reporter, the patient's mother, stated that she had found a hard, orange particles inside the bag upon re-opening the bag's cap. There is no indication that any of the particles were delivered to the patient. During a number of follow-up conversations, mmdg clinical learned that the provider had tested the caps of several "new" sets, and that they suspected that "the particles are developed from a shredding motion between the cap and the bag upon reopening the cap to the bag." The "shredding" was apparently observed across multiple lots, but mmdg has only been provided the lot number contained in this report. (B)(4).